Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, haptic was stuck in delivery system. The second backup lens with same occurrence. The surgeon was able to manually fix this with the lester lens manipulator. Additional information has been requested and received stating that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.